Event description:
It was reported that the patients right ventricular (rv) lead exhibited high impedance, high thresholds and no capture at max output. A lead fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.